Manufacturer narrative:
Unit had constant failed battery test after battery installation due to corroded battery tube. Unable to test for motor error alarm, the operating currents, off no power alarm and unexpected low battery alarm due to failed battery test alarm. The motor was tested outside of the device and passed. Unit had a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was 68 mg/dl at the time of incident. Troubleshooting was done for error and pump was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.